Event description:
The lead was implanted on (B)(6) 2011 and capped on (B)(6) 2012. Loss of capture, noise, over sensing, inappropriate shock. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).